Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer stated that they received an erroneous result for one patient sample tested for roche diagnostics cobas elecsys anti-tpo (anti-tpo) on a cobas 8000 e 801 module (e801). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 28 iu/ml. The sample was repeated on a second e801 analyzer, resulting as 56 iu/ml. A higher value was expected from the patient, so the value of 56 iu/ml fit within the clinical expectations for this patient. The customer re-calibrated the test and then repeated the sample on the original e801 analyzer, resulting as 38 iu/ml. The customer replaced the reagent pack, prepared fresh calibators and control material, then repeated the sample on the original e801 analyzer. Controls were within range, but the patient sample again recovered in the range of 20 - 40 iu/ml. No adverse events were alleged to have occurred with the patient. The anti-tpo reagent lot number was 249095. The reagent expiration date was asked for, but not provided. The field service engineer replaced a damaged measuring cell on the analyzer. He ran test runs and verified proper functioning of the analyzer. He also observed an issue with the analyzer water supply due to water pressure issues in the customer's laboratory. The analyzer was not sufficiently washing and priming during the sample run, which may have caused the incorrect measurement. No further issues were reported by the customer after these service actions.

Manufacturer narrative:
The correct anti-tpo reagent lot number was 220849. Variation in calibration signals and unstable internal qc recovery were observed for the test on the affected analyzer. No further issues occurred after the service actions performed by the field service engineer. The investigation was unable to find a definitive root cause.